Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the right atrial (ra) lead had dislodged and exhibited intermittent capture, decreased in sensing and low pacing impedance. The dislodgement of the ra lead was verified by x-ray. The ra lead was repositioned on (B)(6) 2024. The patient was in stable condition throughout the procedure. And will continue to be monitored.